Event description:
The customer reported the system locked up. Functionality of the system was restored by rebooting the system. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.